Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported that the unit was in use on patient, but there was no patient harm reported.